Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found build up of dried reagent/sample on tip clamp sleeve in the reported problem area of the pipetter assembly. The fse replaced the plunger clamp, lld spring and all tip clamps. The instrument was inspected, test without further problem, and returned to service.